Manufacturer narrative:
Citation: chung ch. Long-term outcomes after mitral ring annuloplasty for degenerative mitral regurgitation: duran ring versus carpentier-edwards ring. The journal of heart valve disease 2007;16:536-545. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding long-term outcomes following mitral ring annuloplasty for degenerative mitral regurgitation (mr). All data were collected from a single center between march 1994 and august 2004. The study population included 294 patients (predominantly male; mean age 53 years), who underwent mitral valvuloplasty with implant of either a non-medtronic ring (n = 153) or a medtronic duran ring (n = 141). No serial numbers were provided. Among the patients who received a medtronic ring 4 patients died; none of the deaths were attributed to medtronic product. There were 12 patients with mitral stenosis with a mean transmitral pressure gradient =10 mmhg. Additionally there were 4 patients who required reoperation, 3 for late-onset mitral stenosis and 1 for mr. During one of the reoperations extensive pannus formation was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.